Event description:
It was reported that during a breast biopsy procedure a green cable error code was received. The biopsys d10 system was used to complete the case with no consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the translational and rotational cables due to binding, coming apart, bent and split. Parts replaced that were not related to the customer complaint were the safety latch, port shaft and a missing clip. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.